Event description:
During routine IV tubing & cassette change on critically ill pt error message appeared on pump screen. Pressor dependent pt became bradycardiac & arrested, resuscitated & new pump obtained.